Event description:
According to the reporter, the device was emitting a burned electrical odor. There was no patient use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed an electrical burning odor but also observed proper device operation. Further observation revealed that a capacitor, designator c25, on the biphasic pcb assembly had burned away from the assembly. A failure of this component may cause a failure of the device to deliver therapy. Physio replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.